Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the distal tip of the inner shaft is bent. The anchor is not pictured. A visual inspection of the returned device found that it was not returned in its original packaging. The anchor and sutures were not returned with the device. The distal tip of the inner shaft is bent. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, all the broken pieces were removed from the patient. One undated photo of the device was provided for review and confirms the reported of the device being bent. The device instructions for use does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ it was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. No further clinical assessment is warranted at this time. The complaint material deformation was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. The complaint of anchor fracture was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder rotator repair surgery, the shaft of the footprint ultra pk suture anchor was bent, and the anchor broke. The broken pieces were retrieved with tweezers and suction. A delay less or equal than 30 minutes was reported and the procedure was finished with a smith and nephew back up device in an additional bone hole. No patient injury or other complications were reported.